Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to feeling/normal result(s). The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported, the alleged issue began on (B)(6) 2012 at 8am. The patient reported a blood glucose reading of "129 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with an insulin pump; however, at the time the alleged issue began, it is not known what action the patient took regarding her diabetes regimen. Within 30-45 minutes later, the patient claimed she vomited, felt fuzzy, was seeing black, and passed out. In response to the symptoms, the patient indicated her husband gave her sugar on her mouth and tried to give her orange juice and notified emergency medical services (ems) for assistance. According to the patient, she was tested by the ems meter with an obtained result of "98 mg/dl"; however, additional treatment was not specified. Additionally, the patient stated she was admitted to the emergency room (ER) and was administered intravenous (IV) glucose. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, and the quality control solution test fell outside of the specified range on the vial of test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, requiring medical intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. However, the test strip failed control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.